Event description:
The event was reported via the excelent study. The 83-year-old female patient with a history of endometrial carcinoma presented with a witnessed stroke on 7-jan-2021 with a modified treatment in cerebral ischemia (mtici) score of 0, an nih stroke scale/score (nihss) of 16, and a modified rankin scale (mrs) score of 1. The patient underwent an endovascular mechanical thrombectomy procedure using a 6.5mm x 45mm embotrap iii revascularization device (et307645 / 20k062av) on 07-jan-2021. The suspected origin of embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass was made with the embotrap device at the right carotid artery (ica) in the posterior circulation (1 min incubation) resulted in an mtici score of 0 with no clot retrieval. A sofia¿ intermediate catheter (microvention) was used more than 5 mm from the clot interface. The second was pass made with the embotrap at the right carotid artery in the posterior circulation (1 min incubation) resulting in an mtici score of 0 with no clot retrieval. The third pass was made with a 6mm x 40mm solitaire¿ stent retriever (medtronic) at the right carotid artery in the posterior circulation (1 min incubation) resulting in an mtici score of 0 with no clot retrieval. The previous device was changed due to a persistent clot. The fourth pass was made the 6mm x 40mm solitaire¿ stent retriever at the right carotid artery in the posterior circulation (1 min incubation) resulting in an mtici score of 0 with no clot retrieval. No further passes were made. All passes were made via a rebar¿ 18 microcatheter (medtronic). A ballast 088 long sheath (balt) was also used. There were no reported intraoperative complications or study device deficiencies. The 24-hour post-procedure nihss score was 30. Per a query entered in the crf ¿nihss had increased from 16 at baseline to 30 at 24h. Per source, the subject ¿could not be extubated due to significant loss of consciousness." The patient was discharged to a long-term facility for ventilated patients. On 10-jan-2021 the patient experienced a worsening of existing stroke, which was not treated. The principal investigator (pi) assessed this event as severe in severity, serious, and not related to the device or the procedure. The event was resolved on 04-apr-2021 and the patient recovered with sequelae. The event required in-patient hospitalization or prolongation of existing hospitalization.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. The initial reporter phone and email address was not available / reported. [Conclusion]: the event was reported via the excelent study. The 83-year-old female patient with a history of endometrial carcinoma presented with a witnessed stroke on 7-jan-2021 with a modified treatment in cerebral ischemia (mtici) score of 0, an nih stroke scale/score (nihss) of 16, and a modified rankin scale (mrs) score of 1. The patient underwent an endovascular mechanical thrombectomy procedure using a 6.5mm x 45mm embotrap iii revascularization device (et307645 / 20k062av) on 07-jan-2021. The suspected origin of embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass was made with the embotrap device at the right carotid artery (ica) in the posterior circulation (1 min incubation) resulted in an mtici score of 0 with no clot retrieval. A sofia¿ intermediate catheter (microvention) was used more than 5 mm from the clot interface. The second was pass made with the embotrap at the right carotid artery in the posterior circulation (1 min incubation) resulting in an mtici score of 0 with no clot retrieval. The third pass was made with a 6mm x 40mm solitaire¿ stent retriever (medtronic) at the right carotid artery in the posterior circulation (1 min incubation) resulting in an mtici score of 0 with no clot retrieval. The previous device was changed due to a persistent clot. The fourth pass was made the 6mm x 40mm solitaire¿ stent retriever at the right carotid artery in the posterior circulation (1 min incubation) resulting in an mtici score of 0 with no clot retrieval. No further passes were made. All passes were made via a rebar¿ 18 microcatheter (medtronic). A ballast 088 long sheath (balt) was also used. There were no reported intraoperative complications or study device deficiencies. The 24-hour post-procedure nihss score was 30. Per a query entered in the crf ¿nihss had increased from 16 at baseline to 30 at 24h. Per source, the subject ¿could not be extubated due to significant loss of consciousness." The patient was discharged to a long-term facility for ventilated patients. On 10-jan-2021 the patient experienced a worsening of existing stroke, which was not treated. The principal investigator (pi) assessed this event as severe in severity, serious, and not related to the device or the procedure. The event was resolved on 04-apr-2021 and the patient recovered with sequelae. The event required in-patient hospitalization or prolongation of existing hospitalization. Based on complaint information, the device is not available to be returned for analysis. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 20k062av (sub and top assembly). There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Neurological complications are known potential complications associated with acute ischemic stroke cases. According to the referenced literature, the incidence, and predictors of early neurologic deterioration after stroke thrombectomy for emergent large vessel occlusion are largely unknown. Per the pi¿s assessment, the reported event was not related to the device or the procedure. However, the event occurred one day after the procedural use of the device and the relationship of the embotrap iii device to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. In addition, this event prolonged the patient¿s hospitalization, and the patient recovered with sequelae. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-aug-2022. [Additional information]: on 24-aug-2022, the following additional information was received, the patient suffered a small intimal dissection of the cervical right internal carotid artery (rica) on 07-jan-2022. The principal investigator (pi) assessed this event as mild in severity, not serious, not related to the study device, and causally related to the primary study procedure. The patient recovered and the event was resolved on 07-jan-2022. This event was not treated. This event was reviewed with the medical safety officer (mso) on 25-aug-2022. Per the mso assessment, the dissection although noted a year later may have been present at the end of the original procedure if the patient has not had any subsequent interventions in this area or any trauma in the area that could account for this finding. He mentioned ¿as a basic rule if our device has passed through the area of an injury even if it was one of the multiple devices, we assign the cause to our device as we cannot tell which. This is done in many cases even if the pi does not feel it was device-related.¿ neurological complications and carotid artery dissection are known potential complications associated with the use of the embotrap iii revascularization device and are mentioned in the instructions for use (IFU) as such. According to the referenced literature, the incidence, and predictors of early neurologic deterioration after stroke thrombectomy for emergent large vessel occlusion are largely unknown. Per the principal investigator¿s assessment, the reported event was not related to the device or the procedure. However, the event of neurological complications, which occurred one day after the procedural use of the device, and the relationship of the embotrap iii device to the reported event cannot be excluded. In addition, this event prolonged the patient¿s hospitalization, and the patient recovered with sequelae. Per the additional information received on 24-aug-2022, the patient experienced a small intimal dissection of the cervical rica (right internal carotid artery), which was assessed by the principal investigator as not related to the study device and causally related to the primary study procedure. However, upon further review of this event with the mso, it was determined that the relationship between the embotrap iii device and the reported event cannot be excluded since the embotrap device previously passed through the area of injury. Therefore, this event is considered serious and MDR reportable. Reference: bhole r, nouer ss, tolley ea, et al. Predictors of early neurologic deterioration (end) following stroke thrombectomy journal of neurointerventional surgery published online first: 18 may 2022. Doi: 10.1136/neurintsurg-2022-018844. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-sep-2022. [Additional information]: on 16-sep-2022, additional information was received indicating that the dissection was noted by the core lab (ucla) on the 24-hour image. When this was brought up to the site, they confirmed a small intimal dissection of the cervical right internal carotid artery (rica). Per the principal investigator: ¿this patient presented an embolic rica terminus occlusion. During the intervention the balloon guiding catheter tip caused a small intimal dissection of cervical rica this dissection was small, presented no of angiographic or clinical significance, was unrelated to stent retriever use and was not angioplastied nor stented.¿ the patient was not symptomatic. This was an incidental finding. The event was discovered during a standard-of-care 24h post-procedure image. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional event information received on 10-aug-2022. [Additional information]: on 10-aug-2022, the following modified information was received, the patient was admitted on (B)(6) 2021, she was discharged to the mechanical ventilation department on (B)(6) 2021, and subsequently discharged from the hospital on (B)(6) 2021. The worsening of the stroke that occurred on (B)(6) 2021 was the same stroke that the patient underwent treatment for on (B)(6) 2021. The principal investigator (pi) attributed the cause of the worsening stroke to futile recanalization; the worsening stroke was not treated. The patient¿s sequelae is weakness. The modified information also indicated that the patient had uterine cancer that metastasized to the liver, she underwent chemotherapy treatment a couple of days before coming to the study site. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-aug-2022. [Additional information]: modified information was received on 29-aug-2022. The start and end dates for the adverse event ¿small intimal dissection of the cervical rica (right internal carotid artery)¿ were updated from ¿(B)(6) 2022" to "(B)(6) 2021". The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.